Event description:
The customer reported that their central nurse's station (cns) did not alarm for one pacemaker patient who was in v-tach for about 30 seconds.

Manufacturer narrative:
Details of complaint: on12/18/2019, the customer reported that the central nurse's station (cns: pu-681ra; (B)(6)) did not alarm when a patient with a pacemaker was in v-tach for about 30 seconds. The log files were sent to nk for analysis. Service requested: troubleshooting. Service performed: the log files were sent to nk for analysis, an irc investigation was performed, and the results were communicated to the customer. Investigation summary: investigation determined that an alarm for "vtach" was not generated because the rhythm was judged to be pacemaker-mediated tachycardia (i.e., pacing at an elevated rate due to tracking of retrograde conduction). In this case, the heartbeat classification for the beats in question was noted by the device as a paced or "p" instead of ventricular or "v," thus the "vtach" alarm that was expected was not triggered. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue is considered to be user triggered and not due to nk device malfunction. Additional model information: d10: the following bsm was used in conjunction with the cns but did not experience failure. Attempts to obtain the following information were made but not provided: approximate age of the device: no serial number was provided, so the age of the device is unknown.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm for one pacemaker patient who was in v-tach for about 30 seconds. No harm or injury was reported. The customer will be sending their cns logs for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following bsm was used in conjunction with the cns but did not experience failure. Attempts to obtain the following information were made, but not provided: bsm: model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) did not alarm for one pacemaker patient who was in v-tach for about 30 seconds.